Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-may-15. H.6 investigation exec summary: material #: 368774. Lot/batch #: 230201. Bd received 100 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for poor barrier separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was poor barrier separation of the sample.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was poor barrier separation of the sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the barrier formation failed after centrifugation. Sample clotted for 1 hr before processing.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.